Event description:
It was reported that a patient underwent a l3-l5 tlif with a cage. It was reported that post-op x-ray showed longitudinal marker of the cage in posterior that made surgeon think the cage was inserted back to front. No patient health damage was reported because "lordosis was applied as planned". No patient complications were associated with this event.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: medical assessment: it would be helpful to know what make/model of peek spacers these are, in order to verify the orientations seen. I pulled up several of the x-ray files of the company's spacers and could not match these with 100% confidence. The fact that the spacers are capstone does not change my narrative. It appears they have rotated 90 degrees, but do not appear to be placed backwards. What is seen are ap and lateral x-ray views of a two level fusion at l4/5 and l5/s1. This was done with open technique with bilateral rods and pedicle screws at l4, l5 and s1 and a cross link between the l5 and s1 screws for added stiffness. Inter body peek fusion cages are present inside both the l4 and l5 disc spaces. The outer perimeter of the spacers are within the discs at both levels. These spacers do not appear to be capstone or crescent. The inter body radiologic markers show rotation of the spacers in relation to one another without question. I does not appear that they are opposite, suggesting that the implants were placed backwards. Rather, it appears the l4 cage has rotated 90 degrees with respect to the l5 cage. The large nitinol marker remains in an cephalad/caudad orientation in both discs, suggesting that spacers are still oriented in a position perfectly suitable for fusion, but rotated 90 degrees in the axial plane, accounting for the strange presentation on x-ray.